Event description:
It was reported to our country rep in the (B)(6). That there was a vns pt with high lead impedance on their system diagnostic testing. The last time their results were within normal limits was on (B)(6) 2009. No pt history of trauma preceding the event. The device was programmed off. The site physician reviewed x-rays and no obvious lead break noted. The pt is being referred to their surgeon for review.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.